Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant attempt, the physician could not get good fixation with the lead due to the patient's anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.